Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported "insufficient information." Healthcare professional later reported "discomfort in the chest area. Asymmetry" and "capsular contracture grade IV" and "rupture." This record is for the right side. The device has been explanted and not replaced.